Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer reported that they have already replaced the data acquisition (da) printed circuit board (pcb). The customer was advised to check the o-rings and the oxygen (o2) solenoid valve. If still leaking, the customer was advised to run the test on another v60 to verify test equipment is not leaking. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator was failing the performance verifications test (pvt) high-pressure leak test. There was no patient involvement.